Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced infection, bleeding, secondary prolapse, mesh is palpable and tender, pelvic pain, dyspareunia and urinary retension. A cystoscopy and removal of the mesh with three portions of brown, cauterized tissue embedded were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.